Event description:
It was reported that the customer was hosptialized with high blood sugars. The customer had the flu and the attending physician believes this may have caused the event. Troubleshooting during the phone call revealed the time, date and basal rates were incorrect. Additionally, there were two alarms noted in the alarm history. Technican explained the alarms and the impact of incorrect programming.